Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the down and ok buttons were found to be intermittent. Contamination was found on the button contacts. Additionally, the pump booted to a dim and discolored display screen. A test screen was used to replace the dim display and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an unresponsive up and down button with contamination on the keypad and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.